Event description:
The pt has 2 leads (from the same lot) implanted as part of his scs system. The pt reported he is no longer receiving stimulation in the middle of his back and shoulder blades subsequent to suffering a fall. The pt stated his physician ordered x-rays and they indicated one of the leads had migrated. No surgical intervention has been planned to be undertaken regarding this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.